Manufacturer narrative:
The sample sent by the customer was measured with tsh v2 on a cobas e801 and the customer's tsh result could be reproduced (0.72 iu/ml). Interference analysis was carried out and the presence of an interfering factor to f(ab¿)2 fragment and also the ruthenium ru-label might be likely in this investigated sample. The interfering factor is in product labeling: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. A product problem could not be found.

Manufacturer narrative:
The patient sample was requested for investigation.

Event description:
The initial reporter received questionable elecsys tsh v2 results from one patient sample tested on the customer's cobas e 801 module with serial number (B)(4) and the investigation site's cobas e 801 module with serial number (B)(4) and e 411 module with serial number (B)(4). The exact date of the event is unknown. The date the information was received was used as the date of the event. The initial results were reported outside of the laboratory. The physician asked for a sample rerun at the investigation site. The investigation site uses an e 411 and an e 801. It was also sent to an outsourced laboratory that uses an abbott architect. The tsh v2 reagent lot number used at the customer's site was requested but not provided. The tsh v2 reagent lot number used at the investigation site's e 411 is 652947 with an expiration date of 31-jul-2023. The tsh v2 reagent lot number used at the investigation site's e 801 is 653314 with an expiration date of 31-dec-2023. Please refer to the attachment pt-80784 in the medwatch for the highlighted questionable results.